Event description:
It was reported that a cartridge alarm 0 occurred. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer's blood glucose level was 157 mg/dl. Customer reloaded the cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.